Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the stent dislodged from the balloon during delivery to/at the lesion as the device passed through a very tortuous segment of the right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a severely tortuous, severely calcified lesion with 90% stenosis located in the mid rca. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was used during delivery. It was reported that the patient had abnormal tortuous anatomy. A snare device was used to remove the stent from the patient. No patient complications were reported as a result of the event.